Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for analysis. A visual and microscopic examination identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, a stent damage occurred. The 90% stenosed target lesion was located in the non-calcified and moderately tortuous middle right coronary artery. After predilatation with 12 atms pressure using a non-bsc device, a 2.50x20mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The physician performed the buddy wire technique, however, the issue was not resolved. In order to perform additional dilatation, they removed the stent and it was then that they noticed that the distal end of the stent was flared. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, a stent damage occurred. The 90% stenosed target lesion was located in the non-calcified and moderately tortuous middle right coronary artery. After predilatation with 12 atms pressure using a non-bsc device, a 2.50x20mm promus element drug-eluting stent was advanced but failed to cross the lesion. The physician performed the buddy wire technique, however, the issue was not resolved. In order to perform additional dilatation, they removed the stent and it was then that they noticed that the distal end of the stent was flared. No patient complications were reported and the patient's status was good.